Event description:
Customer reported that the display on the insulin pump went blank. Customer stated he received a low battery alarm and then after he changed the battery he had a blank display. Customer has tried this 4 times already and neither time has worked. Customer stated the display came back on however he received a battery out limit alarm and battery had not been out for 10 minutes. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly noted. The device was received with normal operating currents. No unexpected off no power, low battery, battery out limit, failed battery test/bad battery alarms noted during testing. The device had had battery cap stripped on the battery cap coin slot, minor scratches on the lcd window, cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.